Event description:
A site representative, biomed, reported an alleged 2cm inaccuracy while in a cranial surgery, a posterior tumor resection. The z-axis (depth) was spot-on and the x/y axis was reported to be off, however, there were no problems with registration. The surgeon proceeded with the procedure and removed the tumor (tumor resection). The patient was re-scanned and the tumor was still in the brain, at this point is when the surgeon alleged the inaccuracy. Patient was re-scanned CT and will be re-scheduled for surgery.

Manufacturer narrative:
Patient age and weight unavailable from the site. Follow-up findings confirm healthy tissue was removed from the patient. System check-out performed, results are no issues found. Since this event, report is that the system is functioning normally, no further issues reported. Software investigation so far indicates user performed inadequate tracer registration of head. Software evaluation has not been completed as of the date of this report.

Manufacturer narrative:
The engineers reviewed the tracing pattern archive of this patient exam. The patient's exam exhibits depressions in the skin on some areas that the tracer pattern was performed on. The tracing pattern is suboptimal. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.